Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for an unrelated event. During the hospitalization, the patient experienced peritonitis manifested by cloudy effluent. The patient began treatment with cefazolin (intraperitoneally, for 21 days, dose and frequency not reported) for peritonitis. Eight days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: the patient experienced peritonitis on an unreported date in (B)(6) 2014 while hospitalized for an unrelated event. A review of all batch record documents was performed for potentially associated lot numbers h14c07060 and h14d09080 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.